Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag coming off the prongs. The event unit was not returned with a tissue bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: bag not attached to the metal plates, preventing it from opening properly. Additional information provided by distributor 12oct2021: the bag fully came off prongs. This occurred immediately upon deployment (during the plunger advancement or as soon as the plunger touched the handles, plastic to plastic.). No contents within the bag at the time. No force applied to distal tip. No pulling back of handle prior to pushing forward. Plunger/actuator was not pressed forward towards the handles, then retracted, and then readvanced. No attempt made to unroll the bag. No other instruments used with the inzii. The bag or the bead did not interact with the tip of the trocar at all. Additional information provided by distributor 12oct2021: I think the operator must take the blame (myself) as I deployed the trocar before it was completely through the port lumen. I then pulled it back , and tried to push it through again, but could not advance the deployed trocar through the port again. Additional information provided by distributor 25nov2021: please note it was the inzii bag that was placed in the port (trocar) not the trocar in the port. The bag was deployed outside the trocar (in the abdomen.) (A) the end top of the inzii was beyond the tip of the trocar. The inzii was deployed in the abdomen - once it had been placed into the trocar and advanced into the abdomen. Patient status: no patient injury. Intervention: no information.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: bag not attached to the metal plates, preventing it from opening properly. Additional information provided by distributor (B)(6) 2021: the bag fully came off prongs. This occurred immediately upon deployment (during the plunger advancement or as soon as the plunger touched the handles, plastic to plastic.). No contents within the bag at the time. No force applied to distal tip. No pulling back of handle prior to pushing forward. Plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advanced. No attempt made to unroll the bag. No other instruments used with the inzii. The bag or the bead did not interact with the tip of the trocar at all. Additional information provided by distributor (B)(6) 2021: I think the operator must take the blame (myself) as I deployed the trocar before it was completely through the port lumen. I then pulled it back , and tried to push it through again, but could not advance the deployed trocar through the port again. Patient status: no patient injury. Intervention: no information.